Event description:
Customer reporting 1 false negative sars result. Customer communicated the sample resulted positive by 2 other molecular methods.

Manufacturer narrative:
Investigation conclusion: guidance provided to normalize the abnormal curve with high titer virus is present. Root cause: customer education. Source: email.